Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current measurement and sleep current measurement. Unable to verify damage to battery cap contacts due to pump received without battery cap. No failed battery test noted. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 01/13/2026 20:56:15 in pump downloaded history. Failed battery test was not in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump passed all required testing, and no unexpected insulin flow blocked alarms noted during test. No failed battery test noted. Unable to verify damage to battery cap contacts due to pump received without battery cap. Confirmed damage located at the battery compartment and damaged keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the threading on the battery cap was worn down, causing it to disconnect from the pump. The customer also reported receiving a "no delivery" alarm code without explanation and that the pump rejected a new battery when it was inserted. Additionally, the customer mentioned there was a crack on the home button and on the side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-342, and mmt-441ag. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-342, and mmt-441ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.